Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2012, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot (B)(4), ubd: 12-oct-2015, (B)(4); product ID: 3778-60, serial/lot (B)(4), ubd: 19-dec-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seen in the office today because their lead was exposed on their back. The patient did not recall any significant events that may have led or contributed to the issue. It was reported that a piece of the lead was covered with a dressing and an explant was scheduled for (B)(6) 2018. No actions were taken to resolve the issue yet and the issue had not yet been resolved. The rep indicated that they would obtain further information from the healthcare provider (hcp). Surgical intervention has not occurred but was planned and scheduled for (B)(6) 2018. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2018-jun-04 reporting that the patient was explanted on (B)(6) 2018. The patient was doing fine. The explanted products were discarded by the hcp. No further complications were reported/anticipated.